Event description:
It was reported that a person using the ilet experienced recurrent low blood glucose around 70 mg/dl while making fewer meal announcements and frequently pausing the pump; the user was guided through a pump reset and provided education on best practices, including avoiding pump pauses, correcting only when the pump alarms for lows, allowing four hours for automated correction, and avoiding snacks. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education without medical intervention or hospitalization. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed no device malfunction identified and user behavior likely contributing to hypoglycemia. It was concluded that the cause of the hypoglycemia was unclear and that continued use with adherence to best practices was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.